Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change on the ilet using a prefilled fiasp pumpcart cartridge, the user dropped the cartridge, proceeded to the fill tubing step to 30 units without observing drops, and upon rewinding and removing the cartridge with guidance, observed a crack in the cartridge; the patient was confirmed disconnected before troubleshooting. No reported injury or adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included user guidance with education on completing the supply change. Investigation of this case revealed a cracked prefilled cartridge as the device component issue, which explained the failure to prime with visible drops. It was concluded, based on previously established findings for similar reports, that user handling leading to physical damage of the cartridge was the most probable cause.